Event description:
It was reported that bd discardit¿ ii syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. The sample did not show the reported defect. Bd could not confirm the origin of the reported foreign matter in the syringe. Probably loose particle of dust in the external area of the syringe.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.